Manufacturer narrative:
One cadd® cadd-legacy® plus pump was returned for analysis in good condition. Device returned for failing psi test. The customer's stated problem was confirmed and duplicated. Sensor testing found the dso sensor alarm values to be outside manufacturing specification. The faulty dso was replaced. The failure mode was determined to be dso out of specification. The root cause is unknown.

Event description:
It was reported that a cadd® cadd-legacy® plus pump failed psi test. No patient injury was reported.